Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The infusion set and cartridge were changed. After filling a new cartridge with 200 units of insulin, a minimum fill notification was received. Customer reloaded the cartridge and the minimum fill did not reoccur. Insulin delivery was resumed. Customer's blood glucose was approximately 280 mg/dl.